Event description:
International customer reported that the mesh used for bladder prolapse repair in 2004 extruded through the vaginal wall resulting in the pt experiencing pain in 2008. Antibiotics and hormone therapy was prescribed.

Manufacturer narrative:
Conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: sbe464, mfg date: 02/01/2003, exp date: 01/31/2008, lot: tep193, mfg date: 05/01/2004, exp date: 01/31/2009, lot: teb258, mfg date: 05/01/2004, exp date: 01/31/2009, lot: tdb599, mfg date: 04/01/2004, exp date: 01/31/2009, lot: tgb 103, mfg date: 06/01/2004, exp date: 01/31/2009, lot: tgb 185, mfg date: 06/01/2004, exp date: 01/31/2009.